Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-11. H6: investigation summary. Customer returned (1) loose 3/10cc syringe. Customer states that the needle hub separated into shield. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9210510 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200837337, 200837237] noted that did not pertain to the complaint. There was one (1) notification [200837775] noted for out of spec shield pull. Bd was able to confirm the customer¿s indicated failure that the needle hub separated into shield. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter:consumer reported found 1 needle from this box that stayed in the shield when removedlot #: 9210510. Catalog#: 328512.date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported found 1 needle from this box that stayed in the shield when removed lot #: 9210510. Catalog#: 328512. Date of event: unknown.